Event description:
Customer's family member called to report high bgs and the insulin was not exiting. Troubleshootin was performed. The insulin was exiting. Device was not dropped, bumped, or exposed to moisture.